Manufacturer narrative:
We have received the complaint device for evaluation and were not able to confirm the failure. The ic balloon worked properly when it has been inflated slowly as recommended by IFU. The review of lot history records did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. No problem found. Most likely the physician inflated the balloon too fast and it caused a premature activation of the safety balloon.

Event description:
The physician was doing an emergency carotid endarterectomy procedure. No device pre use check was performed (pre use check is a requirement of the IFU). The physician inserted the internal carotid (ic) balloon of the shunt into the patient's internal carotid artery (ica) and began to inflate the ic balloon. The safety balloon deployed prior to the ic balloon occluded the artery. The ic balloon only partially occluded the ica, and the patient lost some blood (the amount of lost blood is unknown). The procedure was finished with another shunt device. After the procedure the patient was not responsive. It is unknown if the patient's condition is related to the device performance during the procedure.